Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2003: patient presented with following pre-op diagnosis: left l4/5, left l5/s1 herniated nucleus pulposus. Procedure: left l4/5 and left l5/s1 discectomy. On (B)(6) 2010: patient presented with herniated lumbar disc underwent l4-s1 anterior lumbar interbody fusion. L4-s1 posterior fusion with pedicle screw fixation with bone morphogenic protein. Pedicle screw fixation l4-5, s1 with longitude system. As per-op notes: " .two on each level very nicely applied, filled with the appropriate volume of bmp.." On (B)(6) 2014: patient underwent pa and lateral chest 2 views. Impression: no acute intrathoracic abnormality. On (B)(6) 2014: patient presented with ventral hernia underwent ventral hernia repair with mesh 10 x 15 cm, umbilectomy. On (B)(6) 2014: patient was discharged home. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.